Event description:
It was reported that during a calcanial limb lengthening procedure, the surgeon pre-drilled with a 2.5 drill bit, and fully inserted the screw, and when the screw was fully inserted, the surgeon noticed that 2 of the screw threads had partially peeled off. He was able to remove the peeled screw threads from the surface, and confirmed by x-ray that there were no peeled thread fragments in the bone. The screw remains implanted, but no further surgery is indicated to remove any fragments. The surgeon completed the rest of the procedure without further problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.